Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 600 mg/dl. Customer¿s blood glucose level was 600 mg/dl at the time of incident and current blood glucose level was 549 mg/dl. Customer went to her doctor¿s office and her doctor tried to call medtronic requesting for a new insulin pump for insulin pump was not delivered insulin. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with manual injection. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing.